Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 23 vision stent will be reported under a separate medwatch report number. In this case, there was no reported product deficiency. The reported dissection is a known adverse event listed in the vision instructions for use (IFU). Dissection can be influenced by several factors, including but are not limited to: lesion characteristics, procedural technique and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after deployment of the 2.75 x 28 mm and 3.0 x 23 mm vision stents in the proximal right coronary artery, a dissection was observed. Vessel and lesion site were characterized as being heavily tortuous, heavily calcified and eccentric. Another vision stent was used to cover the dissection. No additional adverse patient effects were reported. No additional information was provided.